Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2021, the patient underwent a right tka with triathlon components. Allegedly on (B)(6) 2022, the patient was descending down a flight of stairs when she felt a popping sensation in her right knee and fell down the stairs. ER radiology images allegedly revealed an acute minimally displaced peri hardware fracture of the distal femoral shaft and right ankle fracture. The patient was revised on (B)(6) 2022.